Manufacturer narrative:
B2 "other" was checked incorrectly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction h6: g02025 does not apply to this event. F0801 does apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 14-jan-2024, UDI#: (B)(4). Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for post hemorrhage pain syndrome left upper limb. It was reported that additional programming was undertaken of the motor cortex stimulator. The patient unfortunately developed a self limiting seizure, lasting approximately 60 seconds with a stimulation array at the base of the electrode using 9v. The patient was closely monitored during review and programming, and was observed for seizure triggers such as taste, aura, paresthesia and limb contraction. Immediately prior to seizure the patient did not exhibit any signs or systems that a seizure was imminent. The patient was reviewed by the emergency intensive care team, they attended within 4 minutes, all vital signs were checked. Bsl all with in normal range except patient was drowsy in a post ictal phase however, he was responsive to name and place, he was not able to verbalize the date. The patient was then transferred to neurology ward for observation. The patient was reviewed by the intensive care team, admitted to the hospital for observation for 24hrs. The stimulator was currently set to zero and switched off. It was further stated that neurosurgeon stated there was no sequelae and the patient has been discharged from the hospital. The issue was resolved. The patient was alive with no injury. Additional information was received reporting the patient has not experienced previous seizures. The surgeon stated that the seizure was directly attributed to the level of stimulation of 9v to the motor cortex. The seizure occurred during programming. The surgeon stated due to the possible interrupted neural pathways in the patient, and because of his disease state the normal ¿flags¿ that the patient was reaching a threshold was not indicative.